Event description:
It was reported that during prior to use tests, the physician found that the tracheal tube cuff inflation and deflation process could not be done smoothly. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One tracheal tube was received for evaluation. A visual inspection was performed, and it was observed that the inflation line was not assembled properly into the tube lumen causing a collapse. An inflation/deflation test was performed by using a 25cc syringe of air applied to the cuff. It was observed that the inflation and deflation was hard to complete. The customer reported malfunction was verified.